Event description:
It was reported that the patient's dbs system had an exposed dbs burr hole cap. The patient's dbs implant wound was noted not to have healed properly. Surgical intervention was undertaken on an unknown date wherein the patient's dbs system was explanted to address the issue. The patient's wound has since healed.

Manufacturer narrative:
Section b3: event date is estimated. Section d6b: explant date is estimated. Explant was estimated for 3 month prior to the event date.  The allegation is against one of two burr hole caps; however, it is unknown which cap, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs burr hole cap, model: 6010, UDI: (B)(4), serial: n/a , batch: 8974345. A patient had their system explanted due to an exposed burr hole cap was reported to abbott. The patient's burr hole cap site healed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.